Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located in med surge at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
A hill-rom technician was sent to evaluate and repair. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing. However, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.